Event description:
Information received a smiths medical ambulatory infusion pumps/cadd solis vip pumps - 2120 failed dso test @ 1.48 psi. Defgective dso sensor. V4. No patient involvement as event described occurred during testing.

Manufacturer narrative:
Device evaluation results: one cadd solis vip pump was returned for investigation in used condition. The reported problem could not be found in the event log. A dso pressure range test was performed. The pump failed the dso pressure range test at 8 psi. The customer reported product problem was therefore confirmed. The problem occurred due to a defective dso sensor. The root cause of this defect was unknown. The dso sensor was replaced on the pump.